Event description:
Reported performing comparison tests with the freestyle meter. Results were 265mg/dl and 176 mg/dl approximately 5 minutes apart. A control solution test was performed by the customer and the reading was outside of the specified range.